Event description:
Initial reporter indicated to a manufacturing consultant that their handheld computer "screen freezes on the green check mark almost every time it is used." Good faith attempts have been made to get the product returned for product analysis.